Manufacturer narrative:
The device, was not used in a procedure was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during set up cutting and suction do not work besides it has an audible noise. No patient was involved and a backup was available.